Event description:
The patient complained of being in pain all the time. It was also reported that the right atrial (ra) and right ventricular (rv) leads dislodged. The system was implanted too low in the breast tissue which caused the leads to pull back over time as the patient went from laying down to standing up. The leads were repositioned and they remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.